Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a display screen that was malfunctioning. The device was in clinical use when the issue occurred; the device was removed from service, and the patient was moved to a different ventilator. There was no patient or user harm reported.

Manufacturer narrative:
The customer had the display screen replaced, and the issue was resolved. The device was returned to service.